Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant. During procedure, it was noted that the atrial lp failed to be separated from the delivery catheter. It was elected to complete the procedure with only the ventricular lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Correction- h6: activation failure coding removed as it is unrelated to this product.